Manufacturer narrative:
The referenced ungrounded power module patient cable issued to the patient was reported under medwatch MFR report# 2916596-2016-01410. (B)(4). Approximate age of device - 4 years, 1 month. The replaced portion of the repaired driveline was returned for analysis. The evaluation is not complete. The patient remains on going with the implanted device and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had recently received system controllers with new software, and presented to the clinic after ¿presumably passing out¿. It was reported that the patient has a known driveline fault alarm and had been issued an ungrounded power module patient cable. The patient confirmed only using the ungrounded power module patient cable and batteries at home. A log file was reviewed by the manufacturer¿s technical service representative, and confirmed a pump stoppage events on (B)(6) 2017. X-rays were also reviewed and showed a little shield separation at the distal end bend relief, and wear near exit site. The following day, a technical service representative was on site and performed a percutaneous lead (driveline) replacement. On (B)(6) 2017, it was reported that the patient was doing well and had not observed and alarms. No additional information was provided.

Event description:
Additional information was received on (B)(6) 2017 indicating that the center plans to perform a pump exchange on (B)(6) 2017. Information received on 03jul2017 confirmed that the exchange took place on (B)(6) 2017.

Manufacturer narrative:
The report of a potentially compromised percutaneous lead (driveline) was confirmed based on the evaluation of the returned external distal end portion of the driveline and the returned explanted pump. Approximately 20 inches of the external portion/distal end of the driveline was returned. Electrical continuity testing of the driveline found all wired to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the driveline. The shielding and bionate were removed and examination of the underlying wires revealed that the insulation of the black wire appeared slightly elongated adjacent to the metal/controller connector. A small amount of axial force was placed on the black wire, and it completely fractured in this area. The fracture of the black wire appeared to be the result of repetitive flexing of the lead in this area, which caused the inner conductors of the wire to break within the insulation. There was no evidence of mechanical damage such as crushing or pinching. The pump operates on a three phase motor, where each phase is powered by two redundant wires. The system controller monitors the current in each redundant wire pair to detect open circuit conditions. When the system controller compared the current in the black wire, to its redundant motor phase wire, the fractured inner conductors would have resulted in the reported driveline fault alarms following the replacement of the external portion/distal end of the driveline, the patient continued to experience low speed operation alarms and underwent a pump exchange on (B)(6)2017. The explanted pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. A 29.5 inches distal end portion of driveline was returned. Electrical continuity testing was performed on the 3 inches of the driveline extending from the pump housing and all wires were found to be electrically intact. No shorts or discontinuities were found during the electrical continuity testing. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of the orange wire approximately 3 inches from the pump housing. The conductors of the orange wires were exposed. Electrical continuity testing of the 29.5 inch portion of driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulations of the orange and red wires approximately 26 inches from the metal/controller connector. This area appeared to be consistent with the area of shield breakdown at the exit site noted in the patient¿s x-rays. The conductors of these wires were exposed. The insulation breach of the red wire and the two breaches of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the orange and red wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The disruptions in the wires would have affected all three wire phases and would have also interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.